Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose. Customer declined to troubleshoot for high readings. Troubleshooting was performed for possible occlusion, there were no leaks or air bubble and no site or insulin issues. The customer declined to check their settings. The customer stated that he has changed the infusion set and reservoir four times today. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer disconnected before they could be asked to perform the high-pressure test. The product will not be returned for analysis.